Event description:
Patient reported the aligners broke their tooth. They were seen by their regular dentist who said because there was no post in the tooth (tooth that had a root canal), the tooth did not have a foundation and was being moved at the gum line which is why it broke. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.